Event description:
It was reported by the affiliate in japan that during a rotator cuff repair procedure on (B)(6) 2023, a vapr coolpulse 90 electrode, 90° suction w/integrated handpiece device was used. According to the report, a brownish discoloration was confirmed at the electrode tip. During in-house engineering evaluation, it was determined that the suction tube had been cut and the active tip had a brown substance over the majority of the top surface. It was unknown if and how the procedure was completed. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j employee. Investigation summary: both photo and complaint device were received and evaluated. Visual analysis of the photo revealed that the electrode's tip had discoloration on the metal tip. The complaint device's metal tip showed discoloration, the suction tube appeared to have been cut, the rest of the device did not show structural anomalies. The device was sent to the manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection of the device was performed, as a result; the device was not returned in its original packaging, the suction tube has been cut, the active tip has a brown substance over the majority of the top surface. The customer's device was manufactured in sep 2022. A DHR review has been performed for the complaint device lot number u2208136; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings no containment or correction action related to the individual complaint is required. The device, as presented, is confirmed as displaying discoloration on the active tip. (B)(4). A review of the product DHR shows no deviations or process changes have occurred during the manufacture of this lot which would increase the likelihood of the discoloration seen. A risk assessment was performed as part of the CAPA investigation. The residues present do not pose any risk to the patient. Whilst the safety of the patient is not compromised by this failure, it has still been reported as a complaint based on customer perception. A review of our complaint records over the last 12 months shows this type customer complaint to be of low occurrence. It may be concluded that the electrode discoloration which is related to residues of epotek 353nd will have no impact on patient safety, given the demonstrated biocompatibility of cured epotek resin. As part of ¿justification for biocompatibility of mitek electrodes¿ confirming all materials and substances used in the production of the electrode are biocompatible. In conclusion, the discoloration on the product can be confirmed and doesn't represent a deviation from the approved manufacturing process. The tip discoloration is only cosmetic and does not pose any risk to the patient. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.